Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 137 mg/dl and 342 mg/dl. Customer was using international perform test strips given to him by a friend. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
The customer was using an accu-chek nano meter with an unknown catalog and lot number of international accu-chek performa strips. Device labeling indicates that the meter should only be used with accu-chek smartview test strips. The unknown performa strips were not returned for evaluation.